Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following a left knee arthroplasty, the patient was revised due to an implant fracture. The patient was experiencing flexion instability which lead to the revision. During the procedure, it was discovered the bearing was fractured. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of a photograph of the explanted device was returned and shows that the articular surface post had fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Risk assessment of articular surface spine fracture can be found in risk assessment file. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.